Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported several battery depleted (e2) and mechanical (e6) errors over the past 2 months. Pt would shake the infusion device when air bubbles were noticed in the insulin cartridge, and then the errors would appear. Following battery depleted (e2) and mechanical (e6) errors, pt changed the battery and the cartridge. Infusion device would then function normally. Pt reported the infusion device did not provide low battery (a2) alert before the battery depleted (e2) error. Infusion device was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.